Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels and thought that the insulin pump was not delivering insulin. The customer's reading was 525 mg/dl. The customer treated with manual injections. The customer performed a manual prime and saw insulin exit the tubing. The customer found a low battery alert and a low reservoir alert in the alarm history. The customer reported a no delivery alarm which was resolved by rewinding the device. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The insulin pump was not replaced or returned for analysis.